Event description:
Pt reported an event of "other, neurological diagnosis, epilepsy." (Varied injuries to offspring of pt) side was unspecified, this record is for the left side. See MFR 2024601-2014-00330 for the right.

Manufacturer narrative:
Device labeling reviewed. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery,